Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and identified the damaged door. The cause of the condition was not determined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.